Event description:
It was reported the video system center power switch was broken. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3 and h4. Additionally, the following corrections due to inadvertent errors in the initial report: b5 it was initially reported "it was reported the video system center power switch was broken.". Correction - "it was observed during the device inspection, the video system center power switch was damaged and could not be pushed. No patient harm reported". D5, e1, e2, e3, g2 and h6 (medical device problem code). G3 - date received by manufacturer. The correct date was 16apr2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damaged switch cannot be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.